Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd blood collection tubes there were variation in glucose results. There was no report of patient impact. The following information was provided by the initial reporter: intraclass correlation results revealed excellent agreement in the 7 chemistry analytes between the 3 tubes (0.863-1.000). The cal for cl, creatinine, glucose, k, ld, na and urea are 3 mmol/l, 10%, 0.3 mg/dl, 10%, 0.5 mmol/l, 20%, 3 mmol/l and 2mg/dl, respectively. At the 12th hour, there was a difference observed in glucose between barricor-sst and barricor-vacusera sst were 10.06 mg/dl (11.38 %) and 11.14 mg/dl (-12.76%). Analytical coefficient (cv) of variation results for glucose, ld, creatinine, urea, na, k, and cl were 3.22%, 5.80%, 5.28%, 3.90%, 2.00%, 1.95%, and 1.37% respectively. Conclusion: although the stability of all 7 analytes was within the cal during a 12-hour period, clinically different results were obtained. In terms of stability evaluation, the use of plasma might be preferable in clinical laboratories. The routine chemistry analytes studied were within the clinically acceptable range in both plasma and serum specimens, but validation and estimation of reference intervals for plasma tubes are needed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint. A device history review could not be completed as no batch number was provided. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified bd blood collection tubes there were variation in glucose results. There was no report of patient impact. The following information was provided by the initial reporter: intraclass correlation results revealed excellent agreement in the 7 chemistry analytes between the 3 tubes (0.863-1.000). The cal for cl, creatinine, glucose, k, ld, na and urea are 3 mmol/l, 10%, 0.3 mg/dl, 10%, 0.5 mmol/l, 20%, 3 mmol/l and 2mg/dl, respectively. At the 12th hour, there was a difference observed in glucose between barricor-sst and barricor-vacusera sst were 10.06 mg/dl (11.38 %) and 11.14 mg/dl (-12.76%). Analytical coefficient (cv) of variation results for glucose, ld, creatinine, urea, na, k, and cl were 3.22%, 5.80%, 5.28%, 3.90%, 2.00%, 1.95%, and 1.37% respectively. Conclusion: although the stability of all 7 analytes was within the cal during a 12-hour period, clinically different results were obtained. In terms of stability evaluation, the use of plasma might be preferable in clinical laboratories. The routine chemistry analytes studied were within the clinically acceptable range in both plasma and serum specimens, but validation and estimation of reference intervals for plasma tubes are needed.